Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow. This occurred on 15 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 320122; batch no. 8338560. It was reported that no insulin flow comes out during priming. Consumer reported no insulin flow when she's priming. Stated she dials up two units to prime and just hears "clicking". She did not elaborate on "clicking". Consumer kept stating, nothing comes out, just "clicking" stated 15 pen needles affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow. This occurred on 15 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 320122, batch no. 8338560. It was reported that no insulin flow comes out during priming. Verbatim: consumer reported no insulin flow when she's priming. Stated she dials up two units to prime and just hears "clicking". She did not elaborate on "clicking". Consumer kept stating, nothing comes out, just "clicking" stated 15 pen needles affected.